Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
When he pushed the joystick forward, the chair will slow down and states when he turns to the right, the chair will then speed up.